Manufacturer narrative:
Other applicable components are: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable. It was reported that the patient¿s controller screen ¿went dim¿ and they were unable to control their ins. They stated that the amplitude increased to an uncomfortable level (approximately 15 ma). They took the battery pack out and reinserted it and this fixed the issue. There were no external factors that may have led or contributed to the issue. The rep stated that they took the battery pack out of the controller and inspected it. They reinserted it and reprogrammed their settings for better therapy. It was reported that reprogramming resolved the reported issue. The issue was resolved at the time of the report. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep clarified that the patient thought that the amplitude increased all on its own. After interrogating the ins, the rep stated that it seemed like nothing was wrong with the system. No further complications were reported.